Event description:
The customer contacted baxter's service center regarding a check supply line alarm and the home patient (hp) stated that they changed the heater bag but not the cassette. The care giver (cg) was advised to start over with new supplies then explained why. The cg understood explanations and would start over with new supplies. There was patient involvement but there was no injury or medical intervention. Baxter contacted the caregiver on (B)(6)-2011. The caregiver stated the following: the caregiver also stated they now know to change all of the supplies when there is an issue. The patient has been doing fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.